Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Post market vigilance (pmv) led an evaluation of two endo clip l 10mm pistol grip single use clip appliers. The first instrument was engaged in the end of firing safety interlock with no clips remaining. The interlock was properly engaged. The second instrument was received partially applied with eleven remaining clips. No visual abnormalities were observed with the instrument. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to the ladg procedure, the device was fired but the trigger was not retracted and it stopped firing. The surgeon was unable to squeeze the handle and the clips did not load onto the jaw. A new device was used to complete the procedure. There was no patient involved in this event.